Event description:
It was reported that a revision surgery was performed due to elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels. During revision, the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, the femoral component was implanted in slight varus position, which should be avoided according to the surgical technique for resurfacing. According to the provided revision report, there was very little synovial fluid, the cup was not grossly loose but could be removed with very little bone loss and the final diagnosis was failed hip replacement and mal-positioning. It is not clear whether the mal-positioning is related to the aforementioned varus position. The varus position is associated with neck fractures. As this did not occur, no x-rays were provided and the device is not available for analysis, the role of the implant position with respect to the reported findings remains unclear. Further, information was not available to better understand the reason for this revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.